Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'ventilator fail'. The case was reportedly completed in manual mode and there was no patient injury reported.

Manufacturer narrative:
The submitted electronic device log file and the returned motor were analyzed by the manufacturer. According to the log the ventilator detected a wrong motor position during the case in question which led to the reported stop of the automatic ventilation. The returned motor was assembled in a specific test stand. It was found that the motor could not be started. The motor was opened for an in-depth investigation. One wire of the connecting cable was found to be broken leading to a loose contact and accordingly to the motor failure. A faulty motor will be detected during yearly service or during daily pre-use check as the motor cannot be started. The apollo reacted as specified for a motor failure with an autonomous shutdown of the ventilator and alarmed audible and visible for "ventilator fail". Autonomously the ventilation mode was changed to man/spont. Manual ventilation remained unaffected, as specified. As no comparable cases of a broken connecting cable are known this case was rated to be isolated. The affected motor was replaced on site and the apollo was returned to use without further problems reported.